Manufacturer narrative:
We have received the complaint device for evaluation. However, we were unable to replicate the reported incident during our investigation process. When we inflated the internal carotid balloon with liquid, the internal carotid balloon inflated and deflated properly. We did not observe any leakage from the stopcock joint. When we inflated the common carotid balloon with liquid, it also inflated and deflated properly. When we inflated the balloons inside a test fixture, both balloons inflated and deflated properly. We did not observe any leakage from either of the two stopcock joints. The user had provided us with a picture of the malfunction showing leakage from the white stopcock joint. However, we were unable to replicate the defect during our device evaluation process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Surgeon used another f3-s carotid shunt for the procedure.

Event description:
During pre-use check, user observed a leakage around the white stopcock when he attempted to inflate the internal carotid balloon with saline. Device was not used for the procedure. Surgeon used another f3-s carotid shunt for the procedure.